Event description:
It was reported that the insulin pump gave a no delivery alarm. Explained alarm. The caller also stated the customer was hospitalized for low blood glucose levels three weeks ago. The blood glucose reading was 32 mg/dl at the time of the event. The caller declined to troubleshoot for low blood glucose levels, and stated that they have a meeting with the trainer soon. They will wait to meet with the trainer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.